Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had under delivery. The customer blood glucose level was 32.9 mmol/l at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had insulin flow block alarm. The customer treated with the needle. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because he changed infusion set twice. The reservoir will not be returned for analysis.